Event description:
Procedure occurred in other country. The protégé was to be placed in a carotid interna stenosis right, right after bifurcation. Right behind the stenosis, there was a vessel curve that produced problems to release the stent in place properly, because the tip of the stent-deliver-sys was under tension. Because of the self-displacement (push-back) during release, the physician tried to keep the stent in place with soft push-tension. Then he lost the tip of the delivery sys. Because the position was hard to keep, he had to place the stent far proximal in the carotid communis. The lost tip of the delivery sys was fixed in a plug in the carotid interna. The pt was forwarded to another dept at the hosp to retrieve the lost tip. However, they found the tip in the media artery, fixed in a side branch. Because of the generally bad vessel condition of the pt and the small diameter at tip location, a retrieval was not possible. The pt experienced a slight hemiparesis in the left arm. The pt is under observation.